Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, an alert for low pacing impedance was noted on the right atrial (ra) lead. However, during interrogation, the pacing impedance stabilized spontaneously. The device was nonetheless reprogrammed to have a lower limit on the pacing impedance. The patient was stable with no consequences.